Manufacturer narrative:
C-1460 initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Fracture of a taperfit stem after approximately 8 years after the patient tripped and fell.

Manufacturer narrative:
(B)(4). This MDR was originally filed on 01 feb 2016 to an esubmissions test account. Additional information, including device details, patient medical history, post primary and pre revision x-rays, explant and the reason for revision were requested in order to progress with the investigation, however, not all of these were provided, therefore, there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The initial reporter to corin (B)(4) confirmed that the reported explant was not available to send back for examination. Based on the above. Corin now considers this case closed. However, if any new information should come to light then this case will be re-opened for further investigation. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Fracture of a taperfit stem after approximately 8 years after the patient tripeed and fell.